Event description:
It was reported that this programmer displayed an error message for an incompatible usb pen drive, and an error code in application. Technical services (ts) advised field representative to reinitialize the pen drive. No patient involvement. No product return requested. Additional information received indicated that the programmer freezes several times a week. Ts advised to return the programmer for repair.

Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, including visual inspection, functional and baseline testing. Review of device memory noted codes consistent with an unresponsive touchscreen, however, these were not present during evaluation. The programmer passed all testing, and analysis was unable to confirm the allegation of an unresponsive touchscreen. The touchscreen operated as intended and exhibited no unresponsive behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific's investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. Updated h11: additional MFR narrative.

Event description:
It was reported that this programmer displayed an error message for an incompatible usb pen drive, and an error code in application. Technical services (ts) advised field representative to reinitialize the pen drive. No patient involvement. No product return requested. Additional information received indicated that the programmer freezes several times a week. Ts advised to return the programmer for repair. This programmer was returned to boston scientific for evaluation.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, including visual inspection, functional and baseline testing, and review of device memory. The programmer passed all testing and analysis was unable to confirm the allegation of an unresponsive touchscreen. The touchscreen operated as intended and exhibited no unresponsive behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific's investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis.

Event description:
It was reported that this programmer displayed an error message for an incompatible usb pen drive, and an error code in application. Technical services (ts) advised field representative to reinitialize the pen drive. No patient involvement. No product return requested. Additional information received indicated that the programmer freezes several times a week. Ts advised to return the programmer for repair. This programmer was returned to boston scientific for evaluation.